Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The initial reporter's full name was abbreviated as the name exceeded maximum character limit. The complete name is, "(B)(6)" whom is a getinge employee that has different contact details from that of the event site, with the following contact information: (B)(6). The fse replaced the batteries, completed pm, calibrated the iabp and performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
A getinge field service engineer (fse) reported that during preventive maintenance (pm) service, the cardiosave intra-aortic balloon pump (iabp) was found to have both batteries run time less than 60 minutes. There was no patient involvement and no adverse event was reported